Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low glucose (glu) result of 114 mg/dl generated by unicel dxc 600 pro synchron chemistry analyzer for one patient. The erroneously low result was reported to emergency room and was questioned because the result was different from an alternate method. Subsequent testing on another analyzer produced a result of 398 mg/dl. Repeat testing of the same sample on the original analyzer produced a result of 385 mg/dl. The result was amended. The patient treatment was not affected.

Manufacturer narrative:
Qc was run prior to the event with no indication of problem. No service call was requested or initiated. A definitive root cause has not been determined for this event.